Event description:
Pt-self tester reports results lower than reference with the protime microcoagulation system. Protime generated 1.1 inr and the laboratory results was 2.1 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references (B)(4). Customer tested with instrument serial # (B)(4). Itc has requested all data required for form 3500a.